Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), adverse event ("abnormal symptoms"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in 2014. At the time of the report, the abdominal pain, back pain, dyspareunia, adverse event and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had not resolved. The reporter considered abdominal pain, adverse event, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received: events: abnormal vaginal bleeding, menorrhagia, bladder problems, urinary problems, infection (bladder/ urinary tract/vaginal) type, dysmenorrhea added. Reporter, event outcome added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), adverse event ("abnormal symptoms"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, back pain, dyspareunia, adverse event and fatigue outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection had not resolved. The reporter considered abdominal pain, adverse event, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: descrepancy in date of removal, also reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, back pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Reporter information added, case became medically confirmed. Medical history added. Date of removal and reporter causality comment updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), adverse event ("abnormal symptoms") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in 2014. At the time of the report, the abdominal pain, back pain, dyspareunia, adverse event and fatigue outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dyspareunia and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.